Event description:
It was reported to philips that the system would not turn on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited the site and found the system did not power on following a different epx service event related to another case. Upon troubleshooting, fse found pdu fuse and the gigabit ethernet switch were not functioning and ethernet switch broken. To resolve the issue, the fse replaced the pdu fuse and the gigabit ethernet switch and return the part for further analysis, but no failure found. After replacement of the pdu fuse and the gigabit ethernet switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.